Manufacturer narrative:
Button error alarm and unresponsive buttons due to corroded keypad traces. Scratched lcd window and missing end cap sticker noted during visual inspection.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 487 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.